Event description:
Customer's mother reported via phone, the customer was hospitalized for diabetes related. Customer was advised informed to remove the insulin and the transmitter while she was at the hospital. Two attempts have been done to gather further information on the hospitalization. The insulin pump is not returning for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacture report number 2032227-2015-21418.